Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields. Based on the results of the investigation, the cause of the issue was not established. The foreign material was not identified. There was no physical damage to the device near the area of the foreign material. Olympus received reprocessing information from the customer and no deviations from the IFU were identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreigen material in the nozzle. There were no reports of patient involvement.